Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the air/water tube, air/water cylinder, and residual liquid at the distal end. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; due to damage on the forceps elevator wire, the forceps did not rise at all; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope alberrahn lever (forceps elevator) was defective. It was found at receipt inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the air/water tube, air/water cylinder, and residual liquid at the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.